Manufacturer narrative:
There has not been any injury reported. The returned device was visually examined and found to have broken or torn at the bolus (near the end of the feeding tube). Retention samples from were tested, in order to duplicate a similar break more than 5 pounds of tensile force was applied to the feeding tube. It is unclear how these types of forces could be applied to the tube during clinical use. Investigation is ongoing into possible root causes.

Event description:
On (B)(6) 2012 the 8fr ng tube was removed an it was found to be missing the weighted end. Weighted end was visible and attached when x-ray was taken on (B)(6) 2012.